Event description:
A customer reported that new cartridges were not being recognized and calibrations were off by more than 30 units. There was no adverse impact to the customer¿s blood glucose level. The customer declined further troubleshooting, and no additional information regarding the outcome of the event was provided.